Manufacturer narrative:
E1. Initial reporter city: (B)(6). Corrections: (d4) lot number corrected from 0027119973 to 0027419448. (D4) expiration date corrected from 04/11/2024 to 06/01/2024. (H4) device manufacture date corrected from 04/12/2021 to 06/02/2021. Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied, but the balloon could not be fully inflated due to a shaft leak in the prox bond region. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A leak test identified a shaft leak 10mm proximal from the proximal markerband in the prox bond region. A visual examination identified no damage to the tip. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, before pre-dilation, it was noted that the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, before pre-dilation, it was noted that the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.

Manufacturer narrative:
(B)(6).